Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed an unknown error message" was confirmed based on review of the archive data and during functional testing. Investigation results indicated that the unknown error observed by the user was system error (latch error 203 - mailbox full), which is a communication error between the drivetrain motor and the processor board. The reported complaint of "large crack was noted on the top cover" was confirmed during visual inspection of the returned platform. The root cause for the reported complaint was most likely due to normal wear and tear. The autopulse platform is a reusable device and was manufactured in may 2009, and it is almost 11 years old, well beyond its expected service life of 5 years. During visual inspection of the returned platform, large cracks were observed on the top cover, close to the user control panel; thus, confirming the reported complaint. In addition, unrelated to the reported complaint, the front and bottom enclosures were observed broken/chipped on the edges. The root cause for the observed physical damages on the front and bottom enclosures could be due to normal wear and tear or could be the characteristic of harsh impact due to user mishandling. Review of the archive data indicated system error (latch error 203 - mailbox full); thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The platform was connected to the autopulse vision software to clear the system error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed an unknown error message. The crew could not recall the error code. In addition, the crew noticed a large crack on the top cover. No further information was provided. No patient involvement. During device evaluation, the unknown error observed by the user was determined to be "system error, out of service, revert to manual CPR" error message.

Manufacturer narrative:
During service, the autopulse platform failed load cell characterization test due to defective load cell 2, and it was replaced, unrelated to the reported complaint. The root cause for the defective load cell is likely attributed to mishandling such as a drop. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification.